Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported conditon.

Event description:
Generator is operating intermittently 1216677-2022-00294 leep precision intg. Sys. Lp-10-120 e-complaint-(B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 08/09/2022 under wo's (B)(4) & (B)(4) and shipped on 08/29/2022. Manufacturing record review: DHR's 315272 & 315053 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Intermittent function was noted on 2 other complaints. One was not returned and the other was related to a recall for lack of isolation in coag mode which is not relevant. Note: this unit was manufactured after the corrective actions were in place under the CAPA/recall. As such, any similarity in the problem description related to a previous complaint in the 2-year complaint history is coincidental. Product receipt: the complaint unit was processed for a return under RMA #(B)(4) and received 11/17/2022. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action the customer was sent a new system. As the returned system was found to function free of defects the generator (lp-20-120) was converted into a demo unit under wo #(B)(4) (B)(6) 2022. The other components of the system were scrapped out. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary no further training required. *was the complaint confirmed? No.

Event description:
Generator is operating intermittently 1216677-2022-00294-1 leep precision intg sys lp-10-120 e-complaint (B)(4).